Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device associated with this report was not returned to the (B)(4) facility. The product was received and evaluated at the (B)(4) engineering department. It was observed that the ratchet mechanism slips when set in the forward position and slips slightly when set in the locked position. The lot number indicates the instrument was manufactured in february of 2004 and is over 10 years old. The assessment concludes the problem is attributed to wear and tear. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Procedure: primary right total hip arthroplasty. Pinnacle screw instruments ratchet handle broken and unable to screw cancellous bone screw into acetabulum during surgery. Small delay to surgery (less than 5 minutes) while replacement instrument made available. Straight screwdriver was offered. Surgeon did not want to use straight screw driver. Surgeon attempted to use universal hex head screwdriver on shelf at the hospital - did not fit into screw properly. Pinnacle hex-head screwdriver was attached to corail t-handle by surgeon and screw inserted. No x-rays available. No further information available.